Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. Electromagnetic interference was confirmed. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.